Manufacturer narrative:
We are awaiting device return. A follow up med watch report will be submitted upon completion of the investigation. (B)(4)

Event description:
It was reported the physician used a 10f sl0 fast cath introducer to insert an ensite array catheter. During the procedure, the physician noticed st was elevated. Although no air was observed, the physician claimed an air embolism occurred during patient inhalation. The patient was sedated during the case, but even after the patient woke up, they did not complain of any symptoms. There were no patient complications reported. An ensite array catheter, two unidentified 8f ep catheters (non sjm products) and an ablation catheter were used during the procedure. The physician did not state the swartz sheath caused the incident.